Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr got stuck with the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotawire was crossed through the lesion and rotapro 1.50mm burr was loaded over the rotawire. While testing the speed of the device, the burr stopped rotating and it was noted that the burr was stuck on the wire. The rotawire was removed from the body, and the procedure was completed with an additional rotawire and burr. There were no complications and patient fully recovered.